Manufacturer narrative:
According to the facility, a trached patient required humidification via trach collar/bubble bottle. A new hudson aquapak bubble bottle was used during shift with many problems. "The bubble bottle trouble shot by 3 rn's and rt with minimal effect. The bottle noted to not be properly humidifying ra which resulted in patient requiring additional saline nebs, suctions and possible trach change d/t thick secretions. When trouble shot the bottle would intermittently work properly but was unreliable". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, a trached patient required humidification via trach collar/bubble bottle. A new hudson aquapak bubble bottle was used during shift with many problems.